Event description:
The liner was implanted in 2004 with a competitor femoral head. It is reported that in 2005, the patient was in bed and swung their leg over the edge in an attempt to rise. Upon swinging the leg, they reported hearing a popping sound and feeling severe pain. X-rays taken revealed the hip had dislocated. The following month, the liner was removed and replaced.